Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported, the customer was experiencing high blood glucose. The customer stated, they had changed their site and treated with 12 units of insulin by pump therapy, but their blood glucose did not decline. The customer also reported, their blood glucose was slowly rising although they had been treated with insulin. The customer stated their blood glucose was over 600 mg/dl. The customer declined to treat for their high blood glucose. It was also found the customer's cannula was not bent, but there was a leak present. The customer was advised insulin may have not been delivered to their body, causing their high blood glucose. No additional information provided.